Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tube / migration'), embedded device ('left essure appears displaced, located more medially than expected, likely within the myometrium of the left uterine fundus') and salpingitis ('endosalpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("urinary problem: uti"), post procedural complication ("post removal complications"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection "), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the fallopian tube perforation and pelvic pain had resolved and the embedded device, salpingitis, urinary tract infection, post procedural complication, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered cystitis, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, salpingitis, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, perforation / migration follow-up on 09-jan-2020: date of implant of essure is (B)(6) 2012 as per current pif, and previously reported as (B)(6) 2012. Complete coils protruding into uterine cavity: right = 2: left = 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2019: impression: bilateral essure device in place. The left essure appears displaced, located more medially than expected, likely within the myometrium of the left uterine fundus.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopia tube / migration'), embedded device ('left essure appears displaced, located more medially than expected, likely within the myometrium of the left uterine fundus') and salpingitis ('endosalpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("urinary problem: uti"), post procedural complication ("post removal complications"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection "), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy -bilateral). At the time of the report, the fallopian tube perforation and pelvic pain had resolved and the embedded device, salpingitis, urinary tract infection, post procedural complication, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered cystitis, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, salpingitis, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, perforation / migration follow-up on (B)(6) 2020: date of implant of essure is (B)(6) 2012 as per current pif, and previously reported as (B)(6) 2012. Complete coils protruding into uterine cavity: right = 2: left = 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2019: impression: bilateral essure device in place. The left essure appears displaced, located more medially than expected, likely within the myometrium of the left uterine fundus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received: events added: salpingitis and embedded device. Reporters, lab data, patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation - fallopian tube / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("urinary problem: uti"), post procedural complication ("post removal complications"), psychological trauma ("psych injury"), cystitis ("bladder problem - bladder infection "), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain had resolved and the urinary tract infection, post procedural complication, psychological trauma, cystitis, vaginal infection and vaginal discharge outcome was unknown. The reporter considered cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, perforation / migration. Follow-up on 09-jan-2020: date of implant of essure is (B)(6) 2012 as per current pif, and previously reported as (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, vaginal infection and vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingectomy -bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain had resolved and the urinary tract infection, mental disorder and post procedural complication outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, gen. Abnormal bleeding, perforation/migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " post removal complications, psych injury, gen. Abnormal bleeding, perforation/migration, uti " added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.